Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that their controller was acting strange as a weird message appeared. Pt stated that when they looked up the message in the book, the book said that the controller battery had stopped working. Pt stated that it said that the controller was locked. Pt stated that they reset the controller but that now they couldn't get the controller to do anything; pt confirmed that the controller was blank/unresponsive. Pt stated that they weren't walking so great and that their back hurt so bad that they could hardly move. Pss began to troubleshoot the issue, however pt then saw the unlock screen on the controller. Pt had the controller connected to the ac power supply; pt stated that the controller was charging. Pt noted that the controller battery was at 100% and that the ins battery was at 30%. Pt confirmed that the controller remained powered on once they disconnected the ac power supply from the controller. Pss had the pt start recharging their ins; pt confirmed seeing recharging excellent with the green light flashing above the screen. Pt then stated that the message they saw appear earlier on the controller was the same message as last time when the controller wouldn't work. Pt then stated that finished was indicated even though the ins was still only at 30%. Pss had the pt disconnect the recharger (rtm) from the controller and then reconnect the rtm to the controller; pt stated that poor recharge quality then appeared. Pt tried another ins recharging session, however the pt stated that the controller was stuck spinning on checking recharge quality and would no proceed to the normal recharging screen. Pss asked the pt if the rtm was getting hot while recharging their ins; pt stated yes and that they had noticed that a few times for awhile. When pss asked for the event date, pt stated that they had no idea and that maybe it was a few months ago. Pt noted that they were using group a. Pt mentioned that they had difficulty placing the battery pack back in the controller prior to speaking to pss after they reset the controller. During the call, pt couldn't get the battery compartment cover back on the controller; pt stated that maybe the battery compartment cover was dented a little bit and that the cover wasn't lining up to the controller properly so the cover wasn't fastening down onto the controller.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.